Event description:
Customer reported receiving erratic readings on their freestyle freedom lite meter. Customer reported receiving readings of 204 mg/dl, "lo" and 153 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Inserted the roticulator load into the universal gia stapler and it would not open to fire. A second set handle (stapler) and loading (sulu) unit was used to complete the case.

Manufacturer narrative:
Customer's products have been returned and investigated.the complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.